Event description:
A surgeon reported an intraocular lens (iol) was exchanged due to pt intolerance. The iol was exchanged for the same model, different power iol. In a follow up, the surgeon reported the event had resolved.

Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. The one haptic was bent-distal area. The optic was torn/split/cracked and this optic half had scratches. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage was not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 01/15/2010 and 02/03/2010 by phone, fax, and mail. A completed questionnaire was received on 01/18/2010. (B) (4). (B) (4).